Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the production history, omsc assumed that this phenomenon occurred due to the breakage of the emergency lamp. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, e207 error occurred and then the emergency lamp indicator of the subject device was blinked..the user completed the procedure with the subject device. Omsc checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with the event.